Event description:
It was reported that: "upon impacting 4 in 1 cutting block with strike plate and handles in place, handle literally fell to pieces. Five pieces were collected."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.